Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed chronically low amplitude r-wave measurement. It was noted that all other lead measurements are within expected range and lead trends are stable. The lead remains in use. No patient complications have been reported as a result of this event.